Event description:
During service of the ventilator, review of the device diagnostic log noted vent inop occurrences due to pressure autozeroing and high pressure regulation and 35volt failure occurrence. There was no report of the occurrences during use on a patient. The customer reported to the manufacturer's service technician that the ventilator was alarming on startup due to pressure sensors failed. The service technician replaced the cpu board to address the findings. Performance verification testing was completed and passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Gas delivery system.